Event description:
Patient revised to address loose femoral and tibial components, osteolysis and polyethylene wear of insert.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not drawn any conclusions about the reported event based on the information provided. It was noted the product was implanted for approximately 14 years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.